Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one of the screw caps would not back out of the cup. It spun loosely in the cup and the threads would not engage to back the cup out. The surgeon opted to use a different cup to complete the procedure. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: d4 expiration date. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.